Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information requested but not received. Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? Did the patient experience any adverse consequences due to this issue? Please clarify procedure: was the procedure a cystectomy? Was the procedure a colectomy?

Event description:
It was reported that during a cystectomy procedure, after using 30 minutes device would not open anymore. When jaw was opened the seal function was not good anymore. Took a new device. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with dried body fluids. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.